Event description:
Based on additional information received on (B)(4) 2017, this case initially considered as non-serious was upgraded to serious (important medical event of device malfunction). This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from nurse. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after an unknown latency patient had left knee swollen and painful; also, device malfunction was identified for the reported lot number. No past drugs, concomitant medications and concurrent conditions were reported. Patient had history of osteoarthritis pain of her left knee. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, once (lot number: 7rsl021; dose, indication and expiration date: not reported) for osteoarthritis in the left knee. On an unknown date in (B)(6) 2017, latency unknown, patient had left knee swollen and painful. The patient was told to ice and elevate the knee. Corrective treatment: ice and elevate for left knee swollen and painful outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction additional information was received on (B)(6) 2017 and 05-jan-2018 (processed together with clock start date 05-jan-2018). Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(4) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and had painful left knee, left knee was swollen. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.